Event description:
Surgeon using covidien premium surgiclip applier small during thyroidectomy. He threw item off field and wanted an ethicon version which was in the room. The clip did not close completely. Device ref# 133650 and lot# p9a142y. FDA safety report ID# (B)(4).